Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smart assist system. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump appeared to have a clot in the cannula and unable to achieve flows even when ECMO is turned down. The pump flows maxed out at .2 l/m. The pump was removed as a result of the noted issue.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. Low pump flows: data logs were reviewed, and pump flows were immediately low and remained low throughout the rest of the case. There were no motor current (mc) spikes, changes in purge pressure, or saturated flows to support that biomaterial was in the cannula and ultimately ingested. Within the first 30 minutes of the case, there was a clear decrease of mc modulation as the mc max values dropped significantly. This triggered the first of many suction (I-min) alarms. There were a total of 62 suction alarms through support. It was also noted later in the case that the pump was repeatedly attempting to ramp up the ms from p-1, triggering a suction alarm, and dropping back down to p-1. The retrograde flow algorithm was likely what was causing the attempts to ramp up, though imc logs were not available to confirm. Returned product was investigated and there was no biomaterial, but there were signs of cannula kinks. The pump was run in a bucket and low pump flows did not reproduce at p-9. This was expected because the cannula was in its normal shape during the run test. Since there were no signs of biomaterial in the data logs or on returned product, that was likely not the cause of low pump flows. Additionally, positioning and low volume likely weren't the cause either because repositioning, turning down ECMO flows, and administering volume did not help resolve low pump flows. Therefore, the most likely cause of the low pump flows was the cannula kink found on returned product. Insufficient clinical details were provided to determine when or how the cannula became kinked, though it was likely during delivery since pump flows were low during the entire case. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined. Product damage (cannula kink): upon inspection of returned product, a kink was found in the cannula. The kink was determined to be the most likely root cause of low pump flows. No clinical details were provided to explain how or when the cannula became kinked. Based on returned product, the root cause of the product damage was determined to be a cannula kink. Insufficient clinical details were provided to determine how the kink occurred. H10 narrative erroneously stated the device was not received on the initial manufacturer device report number 1220648-2025-29131.